Manufacturer narrative:
Items returned for evaluation: pusher; implant. Items not returned for evaluation: introducer; dispenser hoop; shrink lock; microcatheter; v-grip. The visual analysis of the returned items found the implant coils stretched at the proximal section with deformed loops and still attached to the pusher. The pusher was inspected and found to be in good condition, with no visible damage. The investigation of the returned coil system found the implant coils stretched at the proximal section with deformed loops, but the implant was still attached to the pusher. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported unintentional detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
No additional information received.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The premature detachment issue as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated¿with the use of the device.

Event description:
It was reported: during an embolization of a side branch vessel before evar, the coil was attempted to be inserted through a parent catheter from the ipsilateral side, but the coil was found to be already detached. As the monofilament was still connected to the pusher, the entire coil could be pulled back, withdrawn, and removed. The coil was replaced with a new coil to successfully complete the procedure with no patient health damage. Please note, the same issue occurred on another coil during this same case and is reported under MDR 2032493-2023-00734.